Manufacturer narrative:
An event regarding crack/fracture involving a mako mics was reported. Method & results: product evaluation and results: 1. Pivot mechanism - damaged, 2. Motor output coupling - loose screws. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode was not confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
No new information.

Event description:
Mics collar broke case type / application: tka 2.0 update: entire collars disassembles.